Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose(bg) level of 20 mg/dl. Reportedly, the customer delivered a bolus but did not consume carbohydrates in time for the bolus delivery. The customer¿s sister administered CPR and called paramedics. The customer was transported to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) on (B)(6) 2021. The customer was comatose for three days and is having difficulty walking. The customer does not recall what treatments were administered during hospitalization. The customer was released from the hospital on (B)(6) 2021 with no permanent damage.